Manufacturer narrative:
Jaw tips skewed. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, yes; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, no; jaws: hold clip, yes; jaws: inside width at tips, .220; lockout functional, yes and number of clips fed and formed, 14 scissored. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, it was concluded that the instrument was returned with misaligned jaw tips. The instrument was cycled and scissored the clips due to the misaligned jaw tips. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
It was reported the er420 was used during a laparoscopic cholecystectomy. It was reported the clips did not form properly. Another er420 was opened to complete the case. There was no consequence to the pt.